Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experiences an unspecified infection each time the patient uses a baxter extension set to perform pd therapy. No further detail was provided regarding the dates of occurrence, the location or type of infection. It was not reported how many times the issue has occurred. The patient was not hospitalized for the infections and there was no report of a need for medical intervention. No additional information is available.